Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they completed all aligners, and my front tooth is still not straight. The patient stated that they will be going to their dentist to discuss the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.